Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had brown rust like moisture. The issue was found during preparation (before use) for an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, there was also a foreign body in the brush tip, the insertion guide snake tube display disappeared, and the insertion guide serpentine tube coat flaked. However, the definitive root cause of the malfunctions could not be determined. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in "bf type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection and sterilization procedures¿ section 3.1, ¿required reprocessing equipment." Olympus will continue to monitor field performance for this device.